Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post a magnetic resonance imaging (MRI), the right ventricular (rv) lead triggered a warning for high/undefined impedance and had a polarity switch. The impedance measured high for that one day and then returned to within normal limits. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the physician elected to cancel the patient¿s subsequent MRI. No patient complications have been reported as a result of this event.